Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's reports were observed during review of the device history logs. However, the device was put through extensive testing including full functional testing, defib cycling, without duplicating the report. A visual inspection ot the auxiliary connector and defib receptacle found no discrepancies. The pigtal and aux power supply were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.